Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch lost connection with the base station. After a restart of the system, the wireless footswitch was operational again. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.